Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage, insulin smell or cosmetic damage noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump exposed to moisture and o ring was missing. The customer¿s blood glucose level was 288 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.